Event description:
Initial report from user/facility on 06/04/98 stated: "calve port allowed fluid to spray out. The line was being flushed from a higher port." A note placed in with the contaminated sample, apparently written by the nurse dated 12/18/97, and discoved on 06/23/98 upon examination of the returned sample stated: "this tubing allowed flush of intravenous fluid to spray out of clave port. Caused blood splash into nurses eyes."